Event description:
Reportable based on device analysis completed on 28-nov-2023. It was reported that shaft kink and stent damage occurred. The 90% stenosed, 23x2.25mm target lesion was located in the severely tortuous and mildly calcified left circumflex artery. A 24 x 2.25mm promus premier drug-eluting stent was advanced for treatment. When the device was crossing the lesion, the stent rubbed the lesion resulting to stent damaged and delivery shaft kinked. The procedure was completed with a different device. There were no patient complications reported, and the patient status was stable. However, returned device analysis revealed shaft break.

Manufacturer narrative:
E1 initial reporter phone: (B)(6). Device evaluated by MFR. : promus premier ous mr 24 x 2.25mm stent delivery system was returned to the complaint investigation site (cis) for analysis with no manifold/hub. Visual, tactile, microscopic and dimensional testing were performed on the device. A visual and tactile examination of the hypotube found a break along the shaft, 145cm proximal from the tip. The proximal section of the break, including the hub/manifold, was not returned for analysis. No issues identified with the outer / mid-shaft sections or the inner lumen of the device. Stent damage was noted where the stent struts were pulled from the proximal to mid section. There were signs of movement with the stent no longer set between the proximal and distal markerbands. A microscopic examination of the hypotube found a break along the shaft, 145cm proximal from the tip. The proximal section of the break, including the hub/manifold, was not returned for analysis. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Bumper tip showed no signs of distal tip damage. The undamaged crimped outer diameter was measured and the result was within max crimped stent profile measurement.